Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement power cable shipped to site 07/25/2016. Medtronic investigation of returned suspect power cable finds through visual inspection that the cable has been dragged and caused the jacket to be worn through. Bare conductors were exposed. Continuity test did not find any opens or shorts. Confirmed failure: physical damage - cable cut, damaged. Hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database. On 07/26/2016 a medtronic representative performed a navigation system check-out, all areas passed. Medtronic representative replaced the power cable and navigation system was fully functional. System performed as intended.

Event description:
A medtronic representative reported that a site's navigation system power cable was damaged and required replacement. The cable's insulation was damaged and showing exposed wires. In trouble-shooting, the medtronic representative used electrical tape to cover the exposed wires and recommended not using the navigation system until the part was replaced. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.